Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument would not close on tissue properly. Customer removed and reinstalled the instrument twice and checked the interface between the arm drape and instrument housing, but issue was not resolved. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed 9 - 22020 errors codes for failed engagement. Additional observation(s) related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.